Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
Reported via social media. It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and watchman flx laa closure device was implanted. It was reported via social media at an unknown time point a blood clot form on top of the closure device. No additional information was provided.